Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter was reported. A review of the share logs was performed and signal loss was found within the investigation window. The allegation of signal loss over one hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.